Event description:
Procedure type: colonoscopy. According to the rptr: during a colon surgery, the balloon broke. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.